Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient reported incident. Issue: service needed alert. Incident occurred: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a mechanical hardware failure (ipc grommet). The device had pump alarms at start up and log files indicated pneumatic valve leak failure (valve 3). The device failed hardware test for valve 4 vent leak failure. Valve 3 and 4 are the cause of the failure and will be removed and replaced. No other damage found.